Event description:
It was reported that there is no liquid in the bottle of intraocular lens when opening the product during the surgery. Reportedly, 2 weeks after the eye surgery, the pt experienced vision decrease. Examination showed that conjunctival congestion of the right eye, the cornea was clear, pigment particles appeared in anterior chamber, intraocular lens was in normal position, and there's no obvious abnormality in eye ground. The pt was then treated with pranopulin eye drops and fluorometholone eye drops without improvement. On (B)(6) 2015, the pt received add'l treatment of atropine without any improvement. On (B)(6) 2015 and (B)(6) 2015, the pt received add'l treatment of methylprednisolone injection at 20 mg for the right eye. Add'l info has been requested but no new info has been received.

Manufacturer narrative:
The lens and lens vial were not returned for evaluation. The lot number was not provided therefore a lot history review could not be performed. Based on the information received the root cause of the reported event could not be determined. The most likely root cause of the reported "no liquid in the bottle" is related to a leaking lens vial. The type of lens vial associated with this report has been discontinued and a new (redesigned) vial was implemented. Per direction for use - do not use if product sterility or quality is thought to be compromised due to damaged packaging or signs of leakage (such as the loss of saline storage solution).

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.